Event description:
It was reported that during a patient¿s hemodialysis treatment, the transducer protector is allowing air to enter the system all the way up to the transducer. The is causing the need to change out the transducer protector and the patient lines to clot. Upon follow up, it was reported that the event occurred with the first 10 minutes into treatment. The transducer is getting wet. The fresenius 2008t machine alarmed with a transmembrane pressure (tmp) alarm. The transducer was changed out. The patient experienced approximately 250ml of blood loss. There was no serious injury, adverse event nor medical intervention required. The patient was able to complete treatment after being restarted on the same machine with new supplies. There were no loose connections, no issues during priming, and no defect or damage to the bloodlines. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.